Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for hyperglycemia. Troubleshooting was performed. The bolus wizard and basal rate settings were correct. Unable to troubleshoot further due to the insulin pump alarming failed battery test and the customer not having a battery. Nothing further was reported.